Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and thrombosis are listed in the xience xpedition, everolimus eluting coronary stent systems instructions for use as known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly tortuous left anterior descending artery that was 90% pre-stenosed. The patient presented with a st elevated myocardial infarction (stemi) prior to procedure and was treated with a 2.75x18mm xience xpedition that was deployed successfully. However, in the next 10 minutes the patient complained about chest pain and stent thrombosis was noted via angiography. The patient was taken back to the cath lab to predilate the lesion and achieve normal flow. There was no adverse patient sequela reported and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
B7- additional patient relevant medical history added.